Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 29. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2025, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.